Manufacturer narrative:
S/n (B)(4),lot 3021632-419,ship out on 11/03/2012. Check the inventory in warehouse and from customer side,no stock found . Check DHR of this lot production, no this nonconformity record . This event was single case. This production was in use for 3 years, from evaluation ,the caster lack of inspection and adjustment. As specified in the user manual p27, adjust front casters / forks bearing system if wheel bobbles noticeably or binds to a stop . End user should read user manual before using this production ,safety inspection and adjustment should be performed according to user manual.

Event description:
Dealer alleges the right rear wheel came off the chair and the patient allegedly fell out of the chair and was injured. Dealer states the patient allegedly sustained a pelvic fracture when she fell out of the chair. She allegedly required hospitalization.